Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited high pacing threshold and low pacing impedance. The rv lead was not used, and a different lead was used to complete the procedure on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
B5 was updated to correct the information of "failure to extend helix" to "unable to implant" the lead and distributor was added at report source which previously not included.

Event description:
It was reported that an atrial lead was unable to be implanted during an implant procedure. The atrial lead was not used, and a different lead was used to complete the procedure on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events were unable to implant, unacceptable threshold and low pacing impedance. As received, a complete lead was returned in one piece with all tines were intact and undamaged. The reported events of unacceptable threshold and low pacing impedance were not confirmed. Final analysis of electrical testing did not find any indication of conductor fractures or internal shorts and visual and x-ray inspections of the lead did not find any anomalies.

Event description:
New information received that an atrial lead failed to extend during an implant procedure. The atrial lead was not used, and a different lead was used to complete the procedure on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
New information received that model 1944/52 with sn (B)(6) was intended for an atrial lead and the helix of the lead failed to extend, not as previously reported in MDR-2024-43858.